Event description:
The reporter stated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens on (B) (6) 2010, in patient's left eye. The lens was explanted on (B) (6) 2010 due to excessive vaulting. Subsequently, the patient had narrowing of the angle and shallowing of the anterior chamber. The patient had an iridotomy performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B) (4). (B) (4).